Event description:
It was reported, during the implant procedure, the screw would not deploy. Consequently, this device was withdrawn from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Mechanical inspection revealed the helix electrode consistently extended and retract within four turns. Helix, fully extended, measure .077 inches within specification. Primary analysis finding: no anomalies found.